Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was duplicated. It was found that the device needed an upgrade in system. No repairs needed for device.

Event description:
It was reported that the device was alarming 46011. There was no patient involvement.